Event description:
The nurse of a male pt contacted lifecor customer support to report that the pt's battery charger is not charging the battery packs. She stated that there is only a "silver" of charge left on both battery packs. A lifecor territory manager visited the pt. He tried new battery packs in the pt's charger and both functioned normally. He tried both of the pt's battery packs in the charger and found only one of the battery pack was not functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.